Event description:
It was reported that the pump's alarm sound was not annunciating. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. It was determined that the issue resulted from user error, as the alarm sound setting was set to vibrate. Technical support confirmed the system was functioning correctly and provided education to the customer, who acknowledged and understood the explanation.